Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. The indication for ercp with stent placement was to treat a large stone and a suspected perforation/bile leak. The physician later confirmed that there was no bile leak present. There were no issues reported during initial stent placement procedure. According to the complainant, on (B)(6) 2016, during a follow-up CT scan procedure, it was noted that the position of the fully covered stent was occluding the cystic duct. The physician confirmed the stent had not migrated. The wallflex biliary fully covered stent rmv was removed from the patient using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on october 26, 2016 that a wallflex biliary fully covered stent rmv was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. The indication for ercp with stent placement was to treat a large stone and a suspected perforation/bile leak. The physician later confirmed that there was no bile leak present. There were no issues reported during initial stent placement procedure. According to the complainant, on (B)(6) 2016, during a follow-up CT scan procedure, it was noted that the position of the fully covered stent was occluding the cystic duct. The physician confirmed the stent had not migrated. The wallflex biliary fully covered stent rmv was removed from the patient using forceps. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Additional information received on november 24, 2016. The patient did not present with any symptoms, however the physician suspected a potential blockage of the cystic duct because a covered stent was used, which prompted the physician to perform the CT scan.